Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4). Manufacturing date: february 18, 2014. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a lateral entry femoral nailing procedure on (B)(6) 2016 to treat a right spiral femur fracture. While inserting the nail, the driving cap reportedly broke off of the insertion handle. Although a fragment was generated, it was easily retrieved from the patient. At the time of breakage, the nail had already been successfully inserted. The procedure was completed without delay; no reported patient harm or additional medical intervention. The patient's post-operative status was said to be stable. Concomitant device(s) reported: radiolucent insertion handle (part: 03.010.486 / lot: 8703569 / quantity: 1). This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one (1) threaded driving cap (part 03.010.523, lot 8718709, mfg 18-feb-2014) was received with a complaint stating that the threads broke off into the insertion handle intraoperatively with no surgical delay. A visual inspection, device history review (DHR), complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The complaint was able to be confirmed at customer quality as the distal threads of the driving cap had broken off. The broken fragment was returned separate from the returned radiolucent standard insertion handle (part 03.037.486, lot 8703569). The driving cap also showed signs of wear and impaction along the shaft. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. The returned radiolucent standard insertion handle (part 03.037.486, lot 8703569) was returned without an alleged complaint condition. Upon visual inspection there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.